Event description:
It was reported that during a gastrectomy procedure, when it was fired on the gastric body, it could not be stapled completely. The staple formed only one line. Add'l suturing was performed. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.